Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an itchy rash under the therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a medication. Outcome of the rash is unknown as follow up attempts were unsuccessful.